Event description:
A malfunction was reported on the pump when it was located next to a cat scan. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy while a replacement pump was sent by technical support.